Event description:
Additional information: the physician has elected not to do surgical intervention to explant. At this time, the device will not be replaced as the patient no longer needs support from the ICD. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) declared a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This implantable cardioverter defibrillator (ICD) declared a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed. The device remains in service. No adverse patient effects were reported.